Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that one of the reloads was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the cut line. The remaining reload had a full complement of staples. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on lung segment-wedge during a laparoscopic video-assisted thoracoscopic surgery, the device was difficult to retract and would not fire next loads. Another device was used to complete the case. There was no patient injury.